Event description:
The surgeon inserted a three piece collamer lens model cq2015 and the lens tore during insertion. The lens was inserted and removed without patient injury. The reporter stated that user error contributed to the event. This is one of two lenses for the same patient. See report #2023826-2005-01341.